Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Additionally, evaluation of the customer samples was performed and additive abnormality was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As noted in bds instructions for use (IFU), edta spray coated additives may have a white to slightly yellow appearance; this does not affect the performance of the edta additive.

Event description:
It was reported that there was foreign matter in the tube with a bd vacutainer® k2e 10.8mg plus blood collection tubes. This occurred with 3 tubes prior to use. The following information was provided by the initial reporter, translated from japanese to english: yellow fm was in the tube. The sales rep commented it can be edta clump.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter in the tube with a bd vacutainer® k2e 10.8 mg plus blood collection tubes. This occurred with 3 tubes prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: yellow fm was in the tube. The sales rep commented it can be edta clump.